Event description:
It was reported that the patient with this left ventricular (lv) lead had a possible infection. Reportedly, the device was protruding past the collar bone under the skin. There were no additional adverse patient effects reported. The lv lead remains in service.